Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 where in the ipg pocket site was revised resolving the issue.